Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and verified the reported issue. Customer ran an op check. The op check cleared the red x; the cause of the red x was not identified. Philips is unable to rule out that a malfunction did not occur. As the issue was cleared during evaluation, a definitive cause for the alleged failure could not be determined. Preventative maintenance service was completed for the device and the unit was deemed fit for use. The device remains at the customer site and no further investigation or action is warranted.

Event description:
It was reported to philips that the device displayed a red x in the ready for use indicator. There was no patient involvement.